Event description:
The micro drill was returned for service. Upon evaluation at the manufacturer, it displayed a bias current error when connected to the console signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly for visual examination, the rotor assembly was found to be corroded and the preload bearing mount was stuck on the rotor assembly. The motor was replaced due to the error and the device was returned to the user facility.